Event description:
During the preventative maintenance of the da vinci si surgical system by the intuitive surgical inc. (Isi) field service engineer (fse), it was observed that the patient side manipulator (psm) arm 1 failed the friction the viscous drag tests. No patient involvement or impact occurred. The system was repaired by replacing the affected psm arm 1.

Manufacturer narrative:
The patient side manipulator (psm) was returned to intuitive surgical inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake test. The affected psm and brake was upgraded. The axis-1 was replaced to correct the problem. The psm passed the basic friction test and viscous test. This complaint is being reported due to the patient side manipulator (psm) failing the weighted brake test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.